Manufacturer narrative:
Investigation summary: no samples or photos displaying the condition reported are available for examination. Furthermore, the lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. Corrective and preventative action was opened to investigate this failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a conventional syringe experienced leakage. The following information was provided by the customer: material no. 309657, batch no. 7319958. It was reported the syringe was leaking at the luer lock. "Patient #2. Syringe 3ml # (B)(4) has been leaking at the luer lock when connected to the irrigation tubing."

Event description:
It was reported that a conventional syringe experienced leakage. The following information was provided by the customer: material no. 309657; batch no. 7319958. It was reported the syringe was leaking at the luer lock. "Patient #2. Syringe 3ml # (B)(6) has been leaking at the luer lock when connected to the irrigation tubing."

Manufacturer narrative:
The investigation summary has been updated. The following information has been updated: h.6. Investigation summary: since no samples or photos displaying the condition reported were provided by the customer for examination, a thorough root cause investigation could not be performed. DHR review of in process controls (inspection results) revealed that no non-compliant parts were found related to the condition reported. The barrel molding batch file was reviewed, where physical defects such as, deformities, perforation, bubbles, burns, contamination, and tip exposure (tip length) would be captured, and revealed that no such conditions were found. All results satisfied bd specifications, including dimensional requirements. Additionally, 20 retention samples from the lot in question were inspected, and tested for leakage (including luer). Visual and functional test results on the retention samples were satisfactory, no defects found. In summary, the lot was inspected and accepted according to the current specifications and work instructions with satisfactory results for the characteristics required for approval, including functional testing. No non-conforming part attributable to the condition reported by the customer was observed. Lastly, no deviations (quality notifications) were reported during the manufacturing of the lot in question. Consequently no corrective action is planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.